Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
It was reported that after drillig the alveolus and attempting to insert the implant, doctor was not able to do so because the implant was a different size than what was indicated on the label. Doctor later noticed that implant design had a hole on it, wich does not match with tsx implants. No impact on the patient was reported and the procedure was completed with another product.